Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Event details: it was reported by the customer that syringes have some kind of a residue of them and that this ''foreign substance'' seems to be transferring to the gloves and causes the syringes and subsequently the vials to be very "slippery". Verbatim: material # 302832, batch # 5045180. Syringes have some kind of a residue of them and that this ''foreign substance'' seems to be transferring to the gloves and causes the syringes and subsequently the vials to be very "slippery''. Not to mention the potential contamination factor. Additional information received on 28may2025. The issue was initially reported to me on thursday may 22nd 2025 (05-22-2025) and immediately, we set out to confirmed with the other sites whether they had that lot number in use and if staff had mentioned anything along these lines. I had confirmation on the next day (friday) that our other xxx pharmacies were also experiencing the same issue. I have kept some of the syringes that were given to me to look at when we started investigating and they are currently with me at the general campus (although all sites have affected product). As for quantity, they are kept in multiple areas, I will have to gather approximate numbers from each pharmacy sites and get back to you, however, the warehouse stocks the bulk of it. Date of event: (as per below (05-22-2025)). Affected lot/batch# (as per below lot: 5045180 exp: 2030-01-31). Total affected quantity (approx. 1800 syringes + whatever the warehouse - material. Management/logistical services has).

Manufacturer narrative:
(B)(6) follow up for device evaluation. A report was received indicating the presence of a residue on syringes. To support the investigation, five samples in opened blister packaging were submitted for evaluation by the quality team. A thorough visual inspection was conducted, and no defects or imperfections were observed. The outer surface of each syringe barrel was examined for any substances that could cause a slippery condition; no such substances were identified. A review of the device history record (DHR) was completed for material number 302832, lot 5045180. The review found no quality issues during the production of this lot that could be linked to the reported condition. Additionally, no related quality notifications were identified. All manufacturing processes and final inspections were performed in accordance with specification requirements. To date, no similar incidents have been reported for this lot. Based on the investigation and analysis of the returned samples, the reported condition could not be confirmed, and a probable root cause could not be determined.